Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the lips ¿using the russian lip technique¿ with 2.5 ml of an unspecified juvéderm® by different office. The patient was ¿way over-filled¿ and wanted to partially dissolve about 8-9 month later. The patient experienced a ¿delayed onset occlusion¿ and reported ¿lips tenderness and swelling.¿ upon examination, the patient¿s upper lip was a ¿light grey¿ across the top. The patient was treated with one vial of hylenex. That night, the patient experienced ¿some necrosis¿ across the entire upper lip. The patient received 4 more vials of hylenex, massage, heat, and aspirin throughout the next day. The patient has good capillary refill by the end of the day and just ¿some bruising¿ around the supralabial artery. The following morning, the patient looked great but was ¿mottling¿ on by sides by the afternoon and was treated with another vial of hylenex, this time ¿diluted to cover a greater area.¿ the next day, the patient had some ¿bruising and some discoloration,¿ but good capillary refill. The following day, some healthy color returned to the lips and the patient maintained good capillary refill.